Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 46.0cm was returned for analysis. External insulation abrasion was noted at 28.0-28.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 11.0-15.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 31.0-31.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that an insulation anomaly was observed. The lead was explanted and replaced.